Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to lead body damage and the wire was not able to advance through the lead. The physician believed it could have gotten a cut or slit while slitting the inner sheath. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned. Dried blood/body fluid noted in the lead lumens. Bend was also noted in the lead at the distal end of the terminal boot. A 40 millimeters (mm) piece of catheter returned on the lead. Surface cut noted in the lead insulation. Guidewire insertion test failed approximately 815 millimeters (mm) from the terminal pin, near the tip. Analysis on prior leads has shown the foreign material was likely an agglomeration of blood/body fluid and possibly polymer from the lead/guidewire interaction. Laboratory analysis confirmed the reported allegation.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to lead body damage and the wire was not able to advance through the lead. The physician believed it could have gotten a cut or slit while slitting the inner sheath. This lead was never in service. No adverse patient effects were reported.